Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/005/2026, it was reported that the patient experienced inaccurate readings and had soreness at the insertion site, leading her to remove the sensor early. Upon sensor removal, she noticed redness, inflammation/swelling, and drainage at the needle puncture site. On the same day, concerned about the worsening symptoms, the patient consulted a physician who assessed the site, observed an infection at the needle puncture site, and prescribed an oral antibiotic medication. The patient could not recall the name, dosage, or duration of the antibiotic treatment. No wound culture or laboratory tests were performed and no outpatient wound care was required. At the time of the report, the patient stated that the needle puncture site had already completely healed and she was doing well. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.